Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar hemodialysis catheter. Prior to the procedure, the outer packaging was inspected and found to be properly sealed. However, the contents inside the package were not properly secured, with most components scattered throughout the packaging. The procedure was completed using another device. There was no patient contact.